Event description:
Patient presented to the physician with pain at the ipg site radiating down to the arm. Physician brought the patient into the operating room and found fluid buildup in the pocket. Physician removed the excess scar tissues, repositioned the ipg, and closed.